Event description:
A patient reported experiencing inaccurate low results with a one touch meter. In 2001, patient's blood glucose was 60 versus the labs 101 mg/dl. Tests were done 20 minutes apart. Patient did not experience any adverse events. No further information has been reported